Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. The customer confirmed that the pump turned on when connected to a power source. Blood glucose was 180 mg/dl. The customer loaded a new cartridge and resumed insulin delivery on the pump.